Manufacturer narrative:
Date of event: exact date of onset of symptoms not provided. Best estimate is between 9/1/2020-1/5/2021. Device evaluation: product evaluation was not performed because per the initial report, the suspect product has been discarded; therefore, is not available for return. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed one other complaint for dysphotopsia and visual disturbance from this production order, however, there was no indication of product deficiency and the reported complaint was not confirmed. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's right (od) eye due to halos and glare. The patient developed pco (posterior capsular opacification) three months post initial surgery. The replacement lens is a different model and higher diopter, zcb00 20.0 diopter. At lens exchange sutures were required. The patient's post-operative visual acuity was 20/25. The customer indicated that the explanted lens was thrown away. No additional information provided.